Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 18mmx2.5mm, eccentric, target lesion containing >45 degrees bend was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.